Manufacturer narrative:
Additional information was received on 10-jul-2025. It was reported that the sheath used during the procedure was abroad flex sheath. Therefore, the concomitant products section was updated. The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot number 31611675l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation and the patient experienced st elevation / air embolism / cardiac arrest /mental status change / respiratory failure that required coronary angiogram, cardiopulmonary resuscitation (CPR), medication and intubation. During an afib procedure, while mapping with an octaray mapping catheter, a decrease in blood pressure and an increase in the st waveform were observed. Coronary angiography revealed an air embolism in the right coronary artery (rca). Due to bradycardia, right ventricle (rv) backup pacing was performed with thermocool smarttouch sf (stsf), but cardiac arrest occurred. Cardiopulmonary resuscitation was carried out, and epinephrine was administered. Additionally, intubation was performed due to a decrease in spo2. After the procedure was performed (since the patient had left the catheterization room, details are unclear), the st waveform decreased, and the patient's blood pressure improved. Spontaneous breathing resumed, but the patient's level of consciousness did not return. The procedure was stopped, and computed tomography (CT) and magnetic resonance imaging (MRI) were performed. No abnormalities were found in the CT and MRI, and subsequently, the patient's level of consciousness recovered. There was no extended hospitalization required. Relevant medical history included breast cancer. Procedural activated clotting time (act) was over 300 seconds. Physician assessment of the health problem was non-serious (moderate/minor). There was no causal relationship with the product used. No abnormalities were observed prior to or during use of the product. The physician's opinion on the cause of the adverse event was that it was related to the procedure but not related to the biosense webster inc. (Bwi) devices. There was no malfunction found on the smartablate pump. The pump was connected to the octaray.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).